Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) to perform failure analysis. The usm was analyzed and found to have an error indicating an issue on the carriage axis 4, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The customer reported issue was replicated with failure analysis evaluation. A review of the site's system logs for the reported procedure date revealed a system error occurred when a monopolar curved scissors (mcs) instrument failed to engage on usm #3. Device history record (DHR) review-DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause in this case is attributed to the degrees of freedom (dof) 5 gearbox issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the universal surgical manipulator (usm) to resolve the issue with axis 4 disk not spinning when a sterile adapter was installed. The system was tested and verified as ready for use. Isi received the usm involved with this complaint to perform failure analysis. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had issues with universal surgical manipulator (usm) #3 engaging instruments. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The tse reviewed the logs and found related faults for multiple instruments. Prior to calling in, the customer had reseated the sterile adapter several times and the issue remained. The tse had the customer swap out the drape, but the issue remained. The customer stated that the bottom right disk was not spinning when the sterile adapter was installed. The customer elected to convert the case to open surgery because the arm stopped working.